Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics not provided by customer.

Event description:
During a site visit by a bd representatives, biomed reported issues of a device had a communication error. Although requested there was no additional event details provided at the time of the site visit.